Manufacturer narrative:
(B)(4). Date sent: 5/7/2025. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempt made to obtain the following. To date, a response has not been received. Should further details be obtained, a supplemental report will be submitted. Does the author/surgeon believe that the ethicon devices mentioned in this article caused/contributed to the reported events in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: sohail ah, howell rs, brathwaite bm, silverstein j, amodu l, cherasard p, petrone p, goparaju a, levine j, kella v, brathwaite cem. Gastric banding with previous roux-en-y gastric bypass (band over pouch): not worth the weight. Jsls. 2022 apr-jun;26(2):e2022.00010. Doi: 10.4293/jsls.2022.00010. Pmid: 35815327; pmcid: pmc9205461. The aim of this study was to assess the effectiveness and safety of band over pouch as a revisional procedure in patients with failure after initial rygb procedure. This prospectively maintained database was retrospectively reviewed for patients who underwent band-overpouch at metabolic and bariatric surgery accreditation and quality improvement program center of excellence in a 18-year period ending october 31,2021. Among these patients were 42 patients (39 female and male 3; mean age was 49.8 years range 26¿75). The two bands available in the united states were the lap-band® system (formerly manufactured by allergan) and the realize band (johnson & johnson). Reported complications: realize band (johnson & johnson). Internal hernia (n=?). Treatment: re-operation. Po intolerance (n=?). Treatment: esophagogastroduodenoscopy. Adjustable gastric banding erosion (n=?). Treatment: explant. Dysphagia/gastroesophageal reflux disease (n=?). Treatment: explant. Gastrojejunal ulcer (n=?). Treatment: re-operation. Intractable pain (n=?). Treatment: explant. In conclusion, band-overpouch is associated with moderate excess weight loss and has good short-term safety outcomes. In patients with weight regain or insufficient weight loss after rygb and failure of conservative measures, placement of an adjustable gastric band around the gastric pouch is a technically feasible option, which is associated with additional ewl, although to a limited extent.